Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Level 1: previous complaints with the same medical device problem code, aho code and aho severity for this product were noted, no further review necessary.

Event description:
After being inserted into the patient, air was aspirated into a syringe that connected to the extension tube of the introduce. This occurred prior to inserting any catheters. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.